Event description:
Device 1 of 3. Reference MFR report#1627487-2019-04949, reference MFR report#1627487-2019-04950. It was reported that the patient lead contacts displayed low impedances. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-operatively.